Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was receiving the error message, disconnected mode, patients and orders may not be current. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer verified that all connections appeared clean and properly seated. Nothing unusual was observed, but the network connection was found plugged into the wrong port. The cable connection was unplugged and reconnected to the correct port, followed by a system reboot. The fse confirmed the system had two ip addresses one for the pyxis bus and one for ethernet. In hardware test application (hta), drawers were tested and opened successfully, and functionality was confirmed by the pharmacy technician. The system functioned as intended after the field service engineer repaired the device.